Manufacturer narrative:
Date of report: 13jun2019. Date rec'd by MFR: 07may2019. Gas delivery system (gds) was received for evaluation. There were no signs of damage or contamination during visual inspection. Gds was installed onto failure investigation test ventilator for testing. No failures were identified during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. Philips field service engineer (fse) confirmed customer complaint. The unit failed the flow test and is making a thumping noise from the right side of the unit fse notes the complaint was verified. Fse performed troubleshooting and determined that the gas delivery system (gds) was failing. Fse replaced the gds system and tested the unit. Unit passed all the required tests and passed electrical safety test. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Caller reports oxygen flow accuracy test failed. No patient/user harm reported. Event date not specified; estimate used.